Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed connection issues. Boston scientific technical services (ts) referred the patient to contact their clinic for further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed connection issues. Boston scientific technical services (ts) referred the patient to contact their clinic for further evaluation. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, the communicator displayed connection issues. Boston scientific technical services (ts) referred the patient to contact their clinic for further evaluation. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.